Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. (B)(4).the manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the electronic control unit (ecu) was measured individually and no function could be identified. It was determined that the root cause was due to improper reprocessing which was caused by liquid residues which damaged the ecu. The assignable root cause was determined to be due to improper reprocessing and improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device ran by itself and the control unit could not be turned off. It was determined that the after the first test run, the handpiece totally became broken and refused its service. It was further determined that the motor was measured individually and no errors could be identified. It was further determined that the device failed pretest for check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri/sbd and colibri///sbd ii and check the function with epd-console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 2/2/2016. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.